Event description:
It was reported that a spectrum pump constantly displayed the "air-in-line" message. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false "air-in-line" alarms which were not reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings make the pump more sensitive to air and have been known to contribute to false air in line alarms. The failed upstream sensor was replaced.